Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer does not recall what strips she was using to obtain the reported results, but states she has two containers of strips: 492164, expiration 05/31/2015 and 493524, expiration 07/31/2015. A request was made for the return of both. Both requested lots of strips were returned and evaluated. All codes apply to both lot 492164 and lot 493524. It is still not known which of these lots was used for the reported results.

Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 144 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This applies to lot 492164, retention testing for lot 493524 is not yet available. Customer does not recall what strips she was using to obtain the reported results, but states she has two containers of strips: 492164, expiration 05/31/2015 and 493524, expiration 07/31/2015. A request was made for the return of both.